Event description:
Same case as MFR's report #6000118-2006-00041. It was reported that during a greenfield vena cava filter placement procedure, the filter partially deployed prematurely. The filter was retrieved and the physician attempted to place a second greenfield vena cava filter. The second filter also deployed prematurely and was retrieved. The procedure was completed successfully with another MFR's filter. The pt condition is reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.